Manufacturer narrative:
Two 72202468 fast-fix 360 curved needle delivery system devices returned. The complaints stated: ¿t1 and t2 deployed together.¿ both devices had their anchors previously deployed. Device #1 had t1 and t2 returned attached to partial suture. There was no damage noted. Device #2 had t1 and t2 returned with full suture. The anchors had been cinched closely together. There was no damage of the device noted. Both devices still cycled and actuated as expected. There was no cause for failure observed. No root cause related to the manufacture of the device was confirmed. No further investigation is warranted at this time.

Event description:
It was reported that during a meniscus repair procedure, t1 and t2 anchors deployed together. Ts were removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.